Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer had completed the load sequence. Customer's blood glucose level was 149 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.